Event description:
It was reported that the stent had thrombosed. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the patient experienced unstable hemodynamics. Post tcar procedure, the patient's left sided motor skills were deficient. Imaging revealed that the distal half of the stent had occluded. Heparin was administered to the patient, and the stent was explanted. Patient outcome information was not available.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes; evaluation conclusion codes.

Event description:
It was reported that the stent had thrombosed. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the patient experienced unstable hemodynamics. Post tcar procedure, the patient's left sided motor skills were deficient. Imaging revealed that the distal half of the stent had occluded. Heparin was administered to the patient, and the stent was explanted. Patient outcome information was not available.